Manufacturer narrative:
E7116 axios won drainage ide study. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during an axios stent placement procedure performed on (B)(6) 2019. The stent was placed as part of the e7116 axios won drainage ide clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2018. According to the complainant, during a per-protocol won resolution assessment and stent removal procedure performed on (B)(6) 2019, the axios was found to have completely distally migrated. The stent was removed from the patient using forceps. Reportedly, the patient's won had resolved at the time of migration. Won resolution was confirmed using fluoroscopy via endoscopic ultrasound (eus). There were no patient complications reported as a result of this event.